Manufacturer narrative:
Correction: this event was considered a product problem therefore, report was updated to reflect that. Additional information: a review of the records related to this equipment shows no failure detected. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There is not a recognizable adverse trend based on the trend review and risk evaluation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. There is no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Field service specialist moved beam in oscillator, cleaned optics of oscillator, checked the oscillator, energy wheel alignment, centration, energy, gels, and spot size. No failure detected. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that during and enhancement procedure flap was being created and system had an error message that caused the laser to stop firing at 6 seconds into the treatment. After re-applying suction and re-attempting the cut the system had the same problem stopping at 9 seconds into the treatment. Because of this the eye was very inflamed and treatment was abandoned. As the same cone could not be used, then another cut could not be attempted. Patient is recovering and there is no known plan of action. It was reported that 7 patients were treated prior to the reported event with no system problems.